Event description:
It was reported that following a procedure using the closure system vs-404 venaseal us ea, a patient developed hypersensitivity reactions, pain, redness, itching, skin irritation, and rash along the treated left great saphenous vein (proximal, mid, and distal segments). The symptoms appeared within 2 to 14 days after the procedure and were persistent and recurrent after initial improvement. Medical interventions included multiple doses of steroids (medrol dose pack and prednisone), motrin, benadryl, and bactrim ds. Post follow up on (B)(6) 2025 developed redness, given motrin/benadryl, patient complained of itching and redness on (B)(6) 2025, prescribed bactrim ds, bid 7 day course, and medrol dose pack 60mg tapered. From on (B)(6), patient started feeling better. Patient went off meds, itching re-appeared on (B)(6)2025 and was prescribed 2nd dose bactrim ds, bid for 7 days & medrol dose pack tapered 60mg on (B)(6) 2025. Patients symptoms were persistent and was prescribed prednisone 20mg daily on (B)(6) 2025. Patients pain and redness is reported to have gone on (B)(6) 2025 and dosage of prednisone was decreased to 10mg daily on (B)(6) 2025 and dosage may be decreased to 5mg and will be then tapered off prednisone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.